Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Impella cp was prepped and advanced with cessation of advancement occurring at the takeoff of the left vertebral artery. Multiple attempts were made to cross the aorta but were unsuccessful. The impella cp insertion was aborted due to the patient¿s anatomy.

Manufacturer narrative:
A.4 added as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. Device history review: the pump passed all the post sterile inspection checks.